Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit won¿t charge. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the reported issue. In order to fix the issue, the fse replaced the power management board. The fse then performed a pm. The unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received pcba power management board with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Please see attachment. Due to the damage on this part and the risk associated with installing and testing on the cardiosave test fixture, fat cannot investigate the board any further. Sending the board to the supplier for failure analysis per procedure. Due to this part being obsolete, the supplier cannot receive and test it. Cannot investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.